Event description:
Customer reported a failure of depleted battery with 8 discharges below alarm threshold. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did not have information whether incident occuurred during patient infusion.